Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product's been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was low threshold suspending, based on sensor readings that were far off the customer's blood glucose. Customer's blood glucose was 7.7 mmol/l while the sensor gave a reading of 3.2 mmol/l. Insertion and calibration techniques were discussed. Nothing further reported.